Event description:
During use for a cardiopulmonary bypass procedure, the roller pump being used to deliver cardioplegia solution displayed a "pump jam" message and stopped. The pump was replaced. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.